Event description:
Following a successful novasure endometrial ablation the physician did a hysterectomy and saw a uterine perforation "on the pt's right side near the cornua". A laparoscopic tubal ligation was scheduled and the physician, along with a consulting general surgeon, examined the uterus with the laparoscope and noted "the outside of the fundus near the pt's right cornua is blanched". No bowel injury was seen and no treatment was needed. The pt was discharged home following a brief recovery period. On (B)(6) 2012, it was reported the pt is doing well and is back to work. A hysterectomy, dilatation and curettage (d&c), and sounding (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The disposable device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).